Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the savvy long and sleek pta dilatation catheter products that are cleared in the us. The 510 k number and pro code for the savvy long and sleek pta dilatation catheter products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for procedure the pta balloon sleeve was allegedly unable to be removed. There was no patient contact.

Event description:
It was reported that during preparation for procedure the pta balloon sleeve was allegedly unable to be removed. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the investigation was confirmed for the reported packaging failure mode. Two indentations were noted on the sleeve, 50mm & 70 mm from the distal end, it is likely this was the cause for the failure to remove the sleeve from the balloon. A break was also observed at the proximal bond. It is likely the break was an effect in the unsuccessful attempt to remove the sleeve by the user. Based on the available information a definitive root cause cannot be determined. It is possible handling techniques contributed to the reported event. Labeling review: the IFU for the bantam otw product was reviewed and contains the following information relevant to the reported event: a device description the bantam percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. The hub/"y" connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use the bantam tm pta balloon catheters are intended for balloon dilation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Directions for use inspection and preparation 1) remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. 2) if any resistance is felt, or if any stretching of he catheter is observed while removing the protective sheath, the product should not be used. 3) the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 4) prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% / 75%. 5) attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. 6) point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7) turn the stopcock off and maintain the vacuum in the balloon. 8) purge the catheter guidewire lumen thoroughly. 9) reinserting the balloon into the protective sheath may damage the balloon or catheter.